Event description:
It was reported that post a successful da vinci si prostatectomy procedure, the patient returned to the hospital experiencing complications. It was discovered that the patient had a perforation in his right colon, approximately 6 cm from the caecum. The monopolar curved scissors (mcs) instrument was inspected prior to use. Additionally, no complications were observed by the surgeon or operating room staff with the mcs instrument or the mcs tip cover accessory during the procedure.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to (B)(4) of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube. Engineering evaluation was unable to find any evidence of arcing or melted materials. The instrument was placed on an in house test system for performance testing and no trouble was found. The tip cover accessory used in conjunction with the mcs instrument during the procedure was discarded by the hospital and will not be returned. Additionally, this event was initially reported via medwatch report number 2955842-2011-00330 on (B)(4) 2011.